Event description:
It was reported that the patient had experienced "issues" following a fight in a non-pressurized airplane. The event occurred "several years ago" but the reporter was unsure exactly when. The reporter did not think the "issues" were related to the flight but it had seemed like they were started around that time. The reporter stated "it was almost like there was a kink or something in the tube", referring to the catheter. The issues were eventually resolved when the pump was replaced. The device system was used to deliver lioresal (baclofen). A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID 8703w, lot# l51797, implanted: 1998-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).